Event description:
Customer emailed in stating his charger and charging cable burnt out. Customer used daily and charged constantly when not in use. Issue occured when they were away + came home to smoke and "slow burning plastic smell" from the unit. Did not seek medical attention. Did not wrap the chord. No chemical attack. The bathroom may have been humid while shower was on.